Event description:
A customer reported no flow while using an infusor elastomeric device. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's evaluation and investigation, a supplemental report will be submitted.